Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the connector was found to fit correctly not disconnection or loosely from the adapter, the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical warming level 1 hotline disposables malfunctioned. During a pre-use check, the customer felt that the connector on the infusion route side was more loosely connected than usual, so he did not use the product. Also, it looked like the length of luer-lock groove was shorter than that of others. No patient injury.